Event description:
The customer contact reported the pt received more medication than intended. The device was programmed to deliver diazepam 480mg/96ml, at a rate of 4ml/hr, and a vtbi (volume to be infused) of 96ml, the delivery was started. The customer contact reported that the delivery was complete in 12 hrs instead of the expected 24 hrs. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Info was requested from the customer contact regarding additional pt info and programming parameters of the device. No response was received. Hospira is continuing to investigate the reported event.

Manufacturer narrative:
The device was received on 05/12/2010. Investigation is not completed. (B) (4), (B) (4).